Manufacturer narrative:
In 2008, reporter reported "the catheter was placed and replaced." An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare / kendall in early 2008 that customer had a problem with a dialysis catheter. The customer reported "the catheter is chipped or cracked."